Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin.net transmission indicated the patient's ICD exhibited oversensing episodes. No intervention was undertaken. No adverse patient consequences were reported.